Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified; however the patient indicated that they used incorrect bag size which maybe have contributed to an alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented an unspecified alarm. The home patient (hp) reported that when they checked the bag there was no more solution left to do the last fill cycle of therapy. Upon inspection of the bags the hp indicated that they used 5000ml bags instead of 6000ml. The hp ended therapy. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.